Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. As the device was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a high drain alarm on the homechoice (hc) at the end of the therapy. The technical service representative (tsr) explained the meaning of the alarms. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. It was reported that the hp has been retaining fluid prior to connecting to the machine. The fill volume was 1100 ml and cycle five ultrafiltration volume was 1171 ml. Also, the last drain volume was 2271. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.